Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery to first diagonal branch. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, following several dilatations after withdrawal in the radial sheath, it was noted that the shaft was broken. The procedure was completed. No patient complications were reported. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon was loosely folded and there are multiple kinks in the shaft. The shaft was broken 35.6cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery to first diagonal branch. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, following several dilatations after withdrawal in the radial sheath, it was noted that the shaft was broken. The procedure was completed. No patient complications were reported.